Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review

Event description:
Dealer states the joystick powers on and of by itself. Dealer stated he was not made aware that there were any injuries nor any issues of abandonment associated with the incident. Dealer stated that after the power chair shuts off you can push the joystick and the unit will power back up.